Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. Reportedly, the pump was not exposed to abnormal temperature conditions.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple temperature alarm while inside the customer's pocket. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. The pump was not within abnormal temperature conditions. Reportedly, the customer was able to clear the alarm and resume insulin delivery.